Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience can not be conclusively determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) with stone retrieval using a single use mechanical lithotriptor v with an evis exera iii duodenovideoscope (no malfunction of the scope), upon opening the basket for inspection prior to use, no issues were observed. The basket was then fed over the wire and didn¿t seem to stay close to the wire as normal. The physician tried again and inserted the basket into the biopsy channel of the scope. During this insertion the physician noticed that something wasn't working correctly and removed the basket from the scope channel. The physician inspected the device further and could see that the plastic tip of the basket that the wire feeds through was torn and therefore not holding the wire as it should. They then put the basket to one side and saved it for investigation and opened and used another basket. The physician inspected the second basket for the same issue, and it wasn't apparent. The physician used this basket as normal, no issues to the basket itself but it did get stuck around the stone. Emergency lithotripsy was used but to no avail, so the 2nd basket remains in the patient and has been sent for spyglass treatment at another facility 3 days later. The follow-up spyglass procedure was successful. The basket and stones were removed from the patient. The physician stated it was a long and technically difficult procedure, but it was managed successfully. The patient will be monitored, however, there were no immediate post-procedure concerns. Case with patient identifier (B)(6) reports the first basket used in the procedure that was retrieved. Case with patient identifier (B)(6) reports the second basket used in the procedure that broke inside the patient and required another surgical procedure to remove it.